Event description:
Procedure: low anterior resection. According to the reporter: the doctor felt the device did not feel correct, therefore the doctor did a leak test and found the staple line did not hold. A re-operation was needed to correct the staple line area and the doctor used another device. No blood loss reported. Unable to provide delay in operating room time.

Manufacturer narrative:
(B)(4).